Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service, the platform was examined and found the drive shaft exhibiting binding and resistance. This observation is attributed to wear and tear and replacement of the encoder drive shaft was required. The device was functionally tested and displayed user advisory (ua) 17 (motor on for too long during active operation) error message on the user control panel. The root cause of the issue was due to a damaged drivetrain motor as a result of wear and tear. The autopulse platform is a reusable device and was manufactured in 06 dec 2013. It has exceeded its expected service life of 5 years. After replacement of the encoder drive shaft and drivetrain motor; the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during initial functional testing, the platform displayed user advisory ua17 (max motor on time exceeded during active operation) error message on the user control panel.